Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic laparoscopic bariatric roux-en-y procedure, the device ibeam caused tore in tissue. While stapling, the ibeam captured tissue underneath and invaginated down through the entire firing. The surgeon attempted to grasp tissue captured to release but couldn't remove so the firing continue and tearing the tissue. Surgeon corrected the tear by suturing. The patient is alive with injury.